Manufacturer narrative:
Updated: b1, b2, h1, health effect - clinical code, health effect - impact code

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.